Event description:
On (B)(6) 2007, pt had laparotomy, anterior resection, splenic flexure mobilization with primary colorectal anastomosis. An autosuture 80gia x1, ta60xi, eea 28x1 was used. On (B)(6) 2007, pt returned to operating room for exploratory lap, repair of leaking anastomosis, hartman closure of rectum, colostomy.